Manufacturer narrative:
The reported event of an error message received during an attempt to run the right ventricular test was confirmed. The cause of the issue was due to parameters set to a non-applicable value outside the range.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator replacement procedure. After the procedure, interrogation of the new implantable cardioverter defibrillator was attempted. It was noted that an error message appeared that prevented further testing on the new device. The programmer was rebooted, then replaced, but the same error message occurred. The software was then reinstalled onto the device and the testing was successfully completed. The patient was in stable condition.